Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's blood glucose have been high since the night before and the infusion set and site were changed. The blood glucose reading at time of call was 496mg/dl. The caller believes the insulin pump was not delivering insulin. The customer experienced nausea, vomiting, body aches, and thirst. Troubleshooting was performed, and the drive support cap was sticking out. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.